Manufacturer narrative:
(B)(4).

Event description:
The patient was hospitalized due to underdose symptoms. Following pump telemetry, the physician found that several motor stalls and recoveries had occurred over the past few days. The patient¿s status was ¿alive ¿ no injury¿. The pump system was used to deliver hydromorphone and bupivacaine. It was later reported that there was no MRI involved in the motor stalls.

Manufacturer narrative:
After initially receiving the pump, the motor stall appeared to recover but the pump was not dispensing. Destructive analysis revealed a pump tube leak occurred fouling and damaging the pump head, feedthru¿s, and the motor components. The lower shaft of the rotor magnet was worn to such an extent that it was capable of wobbling while rotating in and out of engagement unimpeded even though the rest of the gear train was seized. In conclusion, the analysis of the pump revealed pumphead mechanical wear with a hold in the pump tube and pumphead roller wheel anomaly with corrosion. There was also a pump motor feedthru anomaly with shorting across the insulator. In addition, pump motor gear train anomalies that included; corrosion and/or wear and/or lubrication; corrosion as the stall algorithm was not triggered and no stall alarm occurred; stall due to shaft-bearing; and stall due to gear-pinion.

Event description:
Additional information received reported that there were motor stalls that were short and long, but the healthcare provider (hcp) could not recall the exact duration. There was currently no other troubleshooting performed. The hcp was waiting on the insurance to ¿give the ok¿ for a replacement. The patient was still in the hospital.